Manufacturer narrative:
Eval in progress but not yet concluded.

Event description:
During routine testing of the device in the repair center, the service technician reported the centrifugal control module display was very dim. When opening the unit to replace the seven segment display, the technician discovered the large capacitor was lose inside the unit and moving around. The holder for the capacitor was broken and one of the tie straps was also broken. Since the event occurred during routine testing of the device, there was no pt involvement during this event. Note: the subject device was a trial unit returned from a customer after the trial was completed.